Event description:
Patient who reported they were getting ready to infuse hyqvia today; however, code20 for lithium battery popped up on curlin pump. Patient missed infusion. No adverse events reported. Device available for return upon patient return. Serial number is: (B)(6). Maintenance due date is: 01/25. No additional information available. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by: patient/caregiver.